Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 585 mg/dl and the another relevant blood glucose was 400 mg/dl. Customer also having another blood glucose was 547 mg/dl. Customer was treated with the manual injection. The insulin pump will be returned for analysis.